Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint rt340 circuit was recently returned to fisher & paykel healthcare (B)(4) for evaluation. Our investigation is currently ongoing and we will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an air leak occurred as the expiratory limb of an rt340 adult breathing circuit was found to be faulty. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that an air leak occurred as the expiratory limb of an rt340 adult breathing circuit was found to be faulty. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (fph) (B)(4) and visually inspected. Results: a hole was found in the evaqua (expiratory) limb of the complaint breathing circuit, approximately 26 cm away from the patient end connector. Conclusion: based on inspection of the hole damage, it is likely that the evaqua expiratory limb was punctured or scratched by a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to being released for distribution. (B)(4). Any breathing circuit which fails any of these tests is discarded. This suggests that the breathing circuit was damaged after the product was released for distribution. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.